Event description:
Medtronic received a report that a stent-assisted web embolization was planned, and an echelon microcatheter was selected. After it was removed from the packaging and hydrated, a guidewire was passed through the echelon in vitro, with the distal end coming out 7-8 cm. The catheter and micro guidewire were then locked into a system, which was then placed into the intermediate catheter and pushed to go upper in the body. Under dsa, it was found that the distal marker was missing, so it was removed and replaced with a new echelon to complete the subsequent surgery. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was normal. Access vessel was the femoral artery. Ancillary devices include a neuron max 6f 088 sheath (model: pnml6f088904m), sofia 6f 115 guide catheter (model: da6115st), and achi eva medical dcwire soft 0.014in*215cm guidewire (model: fg62001412).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the missing distal marker was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of (B)(4), lotno:0231284989 as found condition: the echelon-10 microcatheter was returned for analysis within a shipping box and inside of a sealed plastic biohazard pouch. No guidewire was returned. Visual inspection/damage location details: no damaged or irregularities were found with the hub. The echelon-10 catheter body was found to be in good condition. The distal tip was found to be damaged and broken off with the distal marker band missing and not returned. Unable to verify the distal marker band condition. No other anomalies were found. Testing/analysis: the echelon-10 microcatheter was total length was measured to be 151.5cm, and the usable length was measured to be 143.8cm, which were both found to be out of specification due to the missing distal segment. Water was able to flush through the mi crocatheter without any issues. No further testing was performed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodge¿ was unable to be confirmed; although, the event could not be ruled out. The distal tip was found to be damaged (jagged edges), with the distal marker band was found to be broken off (missing and not returned). A few possible causes of ¿marker band dislodge¿ are but not limited to tensile failure, patient¿s highly tortuous anatomy, kink/damage in guide catheter/sheath, balloon guide catheter, guidewire/stents which may have contributed to resistance during delivery and/or withdrawal/resheathing process, hard clots/calcifications in the navigation tract which may snag the catheter, and/or catheter tip shaping. It is possible the damage could have occurred while the user unpacked the device from the protective packaging, while handling during preparation, and/or while the microcatheter was advancing through a guide catheter via guidewire; however, the root cause was able to be determined. The guide catheter and the guidewire used in the procedure were both not returned for assessment. The echelon-10 was found to be compatible with both the non-medtronic (sofia 6f 115 guide catheter) and the non-medtronic (achieva medical dc wire soft 0.014in*215cm guidewire). No mention of a continuous flush being administered during the procedure was reported. It was noted that the patient's vessel tortuosity was normal. The reported device and any accessory devices were prepared, and the catheter was flushed as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.